Event description:
It was reported that during a prolapse of hemorrhoids (pph) procedure, the surgeon placed the device on the hemorrhoids zone in order to create the anastomosis. The surgeon closed the device and fired. He opened the device and found out that there weren't staples in the instrument, but in spite of that the knife did cut the hemorrhoids. The surgeon replaced the instrument, and continued the operation by suturing the tissue .in a questioning conversation with the surgeon he said that he didn't feel anything unusual in the device before and during the firing, there wasn't any unusual sounds and there wasn't a need to apply an unusual force to the device. There was no damage to the tissue or to the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
Device was not returned for evaluation. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: were there staples seen in the surgical field? No. What confirmation was received that the device was fully fired? By voice feedback and sensory feedback. What degree of hemorrhoids did the patient have? Grade 3. Where within the tissue compression/gap setting scale was the orange indicator set for firing? Yes.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.